Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they were hospitalized due to high blood glucose levels on (B)(6) 2021. Blood glucose level at the time of incident was over 600 mg/dl. Customer experienced symptoms such as confusion, feeling sick. Customer was treated with insulin drip. Customer had been using insulin pump within 48 hours of reported. The auto mode feature was not active at the time of incident. The insulin pump will not be returned for analysis.